Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 381423, batch#: 4219460. It was reported by customer that please include our intermountain case number, (B)(4), with all email communication. IV was loosened by rn to be ready for insertion. When starting the insertion, the IV would not advance past the break in the skin. Immediately pulled the IV back and noted that the IV needle broke through the tip of the catheter. This created a 45 degree angle of this catheter that jutted under the needle. Verbatim: complaint received via email(s). Please include our intermountain case number, (B)(4), with all email communication. IV was loosened by rn to be ready for insertion. When starting the insertion, the IV would not advance past the break in the skin. Immediately pulled the IV back and noted that the IV needle broke through the tip of the catheter. This created a 45 degree angle of this catheter that jutted under the needle.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4219460. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.